Manufacturer narrative:
It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intravalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. Small gradients may have been related to a prosthesis-patient mismatch (ppm). Per the IFU and training manuals: incorrect sizing of the valve may lead to residual gradient (patient-prosthesis mismatch). Patients with elevated mean gradient post procedure should be carefully followed. According to literature review, prosthesis-patient mismatch (ppm) occurs when the effective orifice area (eoa) of the prosthesis is physiologically too small in relation to the patient's body size, thus resulting in abnormally high post-operative gradients. According to varc-2, severe ppm is defined in the aortic position by an indexed effective orifice area of <0.65 cm2/m2, and the incidence of severe ppm after surgical aortic valve replacement ranges between 2% and 20%. The presence of ppm is prognostically important because ppm results in higher valve gradients. The risk of ppm can be anticipated at the time of avr by calculating the predicted indexed from the normal reference value of eoa of the selected prosthesis and patient's body surface area. Ppm is characterized by high transprosthetic velocity and gradients, normal eoa, small indexed eoa, and normal leaflet morphology and mobility. Transesophageal echocardiography and multidetector computed tomography are particularly helpful to assess prosthetic valve leaflet morphology and mobility, which is a cornerstone of the differential diagnosis between ppm and pathologic valve obstruction. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 ultra thv. The patient screening manual instructs the operator on proper assessment of patient's anatomy, including the use of echo, aortogram and CT to appropriately measure the annulus diameter/failing surgical valve 'trueid', content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals instruct the operator on proper valve sizing being critical to avoid prosthesis-patient mismatch. In this case, the cause of the high gradient was due to valve mismatch. There were no allegations or indications that the event was due to a device malfunction. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by implant patient registry through receipt of an implant data card, the patient had a 20 mm sapien 3 valve implanted in a 21mm aortic surgical valve stenosed. Approximately 2 years 2 months post implant the patient's valve was explanted and replaced with a surgical valve. Upon medical record review it was found that the patient underwent a tavr valve in valve procedure. Immediately after the procedure, the patient had a mean gradient of 35 mmhg across the newly placed sapien 3 valve. Soon after the valve replacement, symptoms redeveloped with exertional shortness of breath, inability to climb stairs, and fatigue. The s3 valve area was 0.4 cm squared, vmax 3.8 m/s and mean gradient 38 mm hg. Approximately 2 years 2 months, the patient continued to complain of nocturnal dyspnea, orthopnea, exercise intolerance, but no chest pain. Echocardiogram revealed valve mismatch and because of symptom progression, the patient was referred for redo sternotomy, to replace the aortic valve. The s3 valve was explanted and replacement with edwards 21 mm inspiris resilia pericardial valve. Per the surgeon's findings, the tavr valve extended above the posts of the prior pericardial valve and the thv stent was densely adherent to the aortic root. This required prolonged and extensive dissection to remove the sapien 3 valve and then the pericardial valve. After doing this, and debriding the annulus as much as possible of all calcium and fibrous material, the annulus was sized for a 21 mm edwards inspiris resilia pericardial valve. On completion, the patient had an excellent result and separated from cardiopulmonary bypass without difficulty. The gradient across the newly placed valve was 5 mmhq with a blood pressure of 140/90.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by implant patient registry through receipt of an implant data card, the patient had a 20 mm sapien 3 valve implanted in the aortic position via transfemoral approach. Approximately 2 years 2 months post implant the patient's valve was explanted and replaced with a surgical valve.